Manufacturer narrative:
The device was returned for evaluation. We found that the ceramic beak is broken leaving a remnant piece attached and there are dents on the shaft. We believe the cause of breakage is due to stress overload or impact damage; item may have been damaged before the procedure by coming into contact with a hard surface or being dropped; we cannot confirm this.

Event description:
This is a supplemental. I am adding the device evaluation and updating corresponding fields.

Manufacturer narrative:
Hospital did not return instrument.

Event description:
Allegedly, during a procedure the doctor noted that a piece of the ceramic beak broke off the distal end of the instrument and fell into the patient. The doctor immediately removed the broken piece and the procedure was completed with no delay. The hospital reported that there was no injury to the patient.